Event description:
It was reported that the nurse discovered that the extension tubing had blood backed up in it. The nurse assessed the huber needle set and noted that it was leaking from a crack located at the point were the extension tubing meets the female luer connector end. The old needle was removed and retained and the patient's ivad was re-accessed and the 28 day infusion resumed.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking infusion set was confirmed. The product returned for evaluation was two 20ga x 0.5¿ safestep safety infusion sets. Inspection of the first sample (sample 1) revealed abundant usage residues. A needleless injection cap was attached to the luer adapter and the safety mechanism was engaged. A partially circumferential split was observed at the luer/tubing joint. Microscopic inspection of the split revealed a dully granular fracture surface. Beach marks were observed throughout the fracture surface. Material buckling and discoloration were observed in the vicinity of the split. The second sample (sample 2) was received in its original sealed packaging and was unremarkable to gross and microscopic inspections. The fracture features were consistent with material fatigue due to repetitive torsional (rotating) stress; however, an additional unidentified factor(s) may have affected the extension tubing mechanical properties. H3 other text : evaluation findings are in section h.11.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asdqs0099 showed no other similar product complaint(s) from this lot number. Device not returned for evaluation.

Event description:
It was reported that the nurse discovered that the extension tubing had blood backed up in it. The nurse assessed the huber needle set and noted that it was leaking from a crack located at the point were the extension tubing meets the female luer connector end. The old needle was removed and retained and the patient's ivad was re-accessed and the 28 day infusion resumed.